Event description:
During the past few months we have experienced continued issues with the laparoscopic sponges contained in major and minor kits. The sponges fray and leave residue in patients wounds. The wounds need to be thoroughly cleaned to remove the pieces of the sponges. Physicians are concerned about the possibility of infection to the wounds the sponges have contacted. They are no longer using the sponges contained in these kits. The manufacturer has been made aware of these issues. We will be returning the sponges that were saved to them for failure analysis.